Manufacturer narrative:
(B)(4). It was reported that, an 840 ventilator had an issue with the graphic user interface (gui) display. When the covidien service engineer (se) arrived at the customer's site the service engineer was advised that the issue was not the gui display but it was in fact the expiratory flow sensor. The se inspected the device and verified the issue with the expiratory flow sensor and then replaced the flow sensor. The incident is not a reportable event and a medwatch report should not have been submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a malfunction of the graphic user interface display. Although requested, patient involvement information was not provided.